Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower device profile mode was currently listed as non-profile. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that profile mode for the system was previously listed as non-profile. A technical support specialist (tss) accessed the system webpage and verified the reported station and was observed that the station name had already been updated. Tss flagged correctly under profile mode and customer confirmed that the station was functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower device profile mode was currently listed as non-profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.